Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, showing non-sustained rv oversensing episodes. The device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. Programming change was made. The patient was stable.